Manufacturer narrative:
.

Event description:
Hip revision of the polarcup (size 57) and exchange of the pe insert and removal of liner and chobalt chrome head (28 plus 4). Patient had been reporting increasing pain with decreasing function. No explants to return. Surgeon reported a black looking substance around stem taper and inner head taper.